Event description:
It was reported that pump displayed malfunction alarm malf 9, and no notable events occurred beforehand. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to call back if any malfunction code recurred, which caller acknowledged and understood.